Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported pump logs showed a motor stall occurred on (B)(6) 2016 at 11:03 and a motor stall recovery occurred on (B)(6) 2016 at 12:17. No symptoms were reported. The event date was (B)(6) 2016. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-pump motor stall, MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the motor stall was MRI. No symptoms were noted and the patient's baseline weight was (B)(6) lbs.